Event description:
Reportable based on the analysis completed 18nov2011. It was reported that during a percutaneous coronary intervention, the stent would not cross the lesion. The 75% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending artery. The physician predilated the target lesion with a 2.0x15mm maverick balloon catheter then advanced the 2.75x24mm promus element stent delivery system and was not able to cross the lesion. The procedure was completed by dilating the lesion and deploying another of the same device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on rows 1-3 from the proximal edge were severely misaligned. A visual and microscopic examination also identified a kink 22cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).